Manufacturer narrative:
Additional manufacturer narrative: report of an aortic valve explant after one (1) year, reason for explant has not yet been provided despite multiple follow ups with the healthcare provider. Moreover, the explanted device has not been returned for evaluation. Therefore, the root cause of this event cannot be determined at this time. Edwards will continue follow ups with the healthcare provider and report updates, if received.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic valve, implanted approximately one (1) year ago, was explanted. The reason for explant has not been provided despite follow up attempts with the healthcare provider. The explanted device was replaced with an edwards valve model 3300tfx 21mm.